Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation and previous investigations through reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device¿s exhibited coating on the image guide serpentine tube was peeling off (1 mm² or more), marking on the image guide serpentine tube has faded (1 mm² or more), and the curved rubber adhesive section was missing. There was no patient involvement.